Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that air would be introduced into line 13 from the lower section of the pump due to a leaky seal when the instrument was idle for 15 minutes or more. The fse proceeded to replace the ratio pump and repair was verified per established procedures. Failure mode is attributed to the ratio pump.

Event description:
The customer reported generating false high na (sodium), cl (chloride), and/or co2 (carbon dioxide) results for five (5) patient samples involving the unicel dxc 800 synchron system. The customer indicated that the results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The samples were repeated on an alternate dxc instrument and the results were reported out of the laboratory. The customer indicated that the qc (quality control) and patient results would intermittently recover high during the day of the event. Low level na qc result was greater than four (4) standard deviations high prior to the event but a rerun of the control brought the result back into the established range. All qc results which were run after the erroneously high patient results were obtained recovered high and showing imprecision but the customer's established range was wide and did not identify the issue.